Event description:
Product inserted into femoral venous sheath, advanced to right atrium. During positioning, md stated he was manipulating catheter and felt a pop in control. Catheter removed and examined; tested for response to control; unable to flex the catheter as usual. No pt harm. New catheter selected; procedure successful.